Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a periprosthetic fracture seen in the anterior portion of the tibia, adjacent to the distal tibial stem. Fracture extends to the periprosthetic lucent zone with surrounds the distal tibial stem and adjacent distal cement tip. Periprosthetic lucency surrounds both the anterior, posterior, and predominantly the medial portions of the tibial stem. Findings cause slight lateral angulation of the distal portion of the tibial component. Remainder of hardware and bones appear within normal limits. Periprosthetic fracture of the bone as well as possible loosening versus surgical technique (periprosthetic lucency) of the distal tibial component. Tibial component of the hardware is oriented abnormally with distal portion tilting laterally. There is some mild varus angulation of the knee related to the complication described. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-03285. Concomitant medical product: tibial component precoat size 3 item# 00588000300, lot# 62264737; femoral component size d left item# 00588001401, lot# 62238153; torque wrench 3/8 inch (9.5 mm) drive item# 00588102700, lot# unknown; driver for locking screw item# 00588102600, lot# unknown; inset all poly patella standard size 26 mm diameter 7.5 mm thickness cemented item# 00597206526, lot# 62654377. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six years post implantation due to implant migration and bone fracture. A revision total knee arthroplasty was performed with rhk because the tibia component became varus and tip of the stem broke the patient bone. Only the tibia component was planned to be replaced for the revision. At the revision, the hinge post and the stem extension was so firmly fixed that they could not be dismantled by the hexagonal driver. At that time, the patient bone was broken and also the tip of the driver broke into pieces. Since the hinge post and the stem could not disassemble, the all implants including the femoral component were replaced. There was a two-hour delay in the procedure. There is no additional information at this time.